Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe only experienced poor perforation on packaging. 2 of 2 files related. The following information was provided by the initial reporter: the packaging had a few syringes with ink blots on them as the picture indicates. I do hope it can be appreciated in the shots provided. The packaging has symmetrical holes running right above the syringes. Is this normal and the radiation sterilization process is good for surgical procedures? One of the syringes had propofol in the syringe that could enhance the black dots speckled on the syringe. There was no patient harm and the dots were not removable. Once we tried to clean them. I do have a sample of the syringe along with the packaging available. I have removed the syringes from the anesthesia workroom and will be looking. At a brand new box from our shipped supplies. The brand new box with a lot # 2298216 also has the "perforations" down the middle of the syringe package.

Manufacturer narrative:
H6: investigation summary it was reported there were perforations down the middle of the syringe package. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe in its packaging blister. The packaging blister bottom web has what appears to be bubbles or perforations. No other defects or imperfections were observed. A device history record review was completed for provided material number (B)(4), lot 2298216. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ tip syringe only experienced poor perforation on packaging. 2 of 2 files related. The following information was provided by the initial reporter: the packaging had a few syringes with ink blots on them as the picture indicates. I do hope it can be appreciated in the shots provided. The packaging has symmetrical holes running right above the syringes. Is this normal and the radiation sterilization process is good for surgical procedures? One of the syringes had propofol in the syringe that could enhance the black dots speckled on the syringe. There was no patient harm and the dots were not removable once we tried to clean them. I do have a sample of the syringe along with the packaging available. I have removed the syringes from the anesthesia workroom and will be looking at a brand new box from our shipped supplies. The brand new box with a lot # 2298216 also has the "perforations" down the middle of the syringe package.